Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 30 mg/dl, 400 mg/dl, and 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.